Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. The device was destroyed at the facility thus batch audit was conducted and revealed no manufacturing issues.

Event description:
Lenstec received an email stating " lens implanted (B)(6) 2018 and expalnted on (B)(6) 2020. Right eye calcification of lens implant. Implanted ar40 14.0 with no adverse event for patient. Lens destroyed at the facility was reported".

Manufacturer narrative:
Based on the investigation previously carried out (documentation analysis, complaint history) and with the current assessment from lenstec's medical monitor, lenstec concludes that there is no evidence to suggest that the lens is at fault. The medical monitor stated that as the iol was exposed to an unexpected environment, it is presumed that this environment can alter material transparency. Additionally, lenstec can confirm that the lens, its design, and the manufacturing process are not at fault due to extensive testing that we have performed on this model. Lenstec can also confirm that there have never been any confirmed lens-related cases of clouding, discoloration, or opacification for our hema lenses.

Event description:
Lenstec received an email stating " lens implanted (B)(6) 2018 and explanted on (B)(6) 2020. Right eye calcification of lens implant. Implanted ar40 14.0 with no adverse event for patient. Lens destroyed at the facility was reported".